Manufacturer narrative:
Evaluation summary: no product returned for evaluation. Also, x-rays are not available for review. The item and lot number of the devices are not known. The cause of the reported problem of patellar clunk could not be determined due to insufficient info. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer considers the investigation closed.

Event description:
It is reported that dr has had fifteen pts with high incidence of patellar clunk. Implant date is unk.